Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "15 mar 2024, the doctor found the swg was kinked when the swg inserted into the needle prior to the patient."

Manufacturer narrative:
(B)(4) the customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed no obvious kinking on the guide wire. White particulate was noted on the guide wire hub. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component a-04020-015a was additionally noted. After failing functional testing, a total occlusion was encountered from inside the cannula. The source of the occlusion cannot be visualized. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was advanced through the returned cannula and was unable to be entirely deployed through the cannula due to a blockage within the cannula. The guide wire was then inserted through the distal tip of the needle cannula and encountered a total occlusion. No resistance was experienced at the proximal opening of the needle cannula. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was not confirmed through complaint investigation of the returned sample. However, a defect was identified with the returned device that would contribute to the kinking of the guide wire. Visual and functional analysis revealed a total occlusion inside the cannula as well as a 'bubble' on the supplied guide wire hub component (a-04020-015a). These defects created resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and feedback from manufacturing, the root cause is manufacturing related. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " on (B)(6) 2024, the doctor found the swg was kinked when the swg inserted into the needle prior to the patient."